Manufacturer narrative:
The returned ipg (sc-1200, sn: (B)(6) was analyzed and the returned ipg was not functional when it was received in the lab. It could not be charged nor establish communication with an rc or cp. An internal electrical test revealed excessive current leakage due to asic-u2 damage. The database analysis could not be performed using an external power source after removing the depleted battery. With all the available information, boston scientific concludes the reported event was confirmed. The probable cause selected is unintended use error caused or contributed to event.

Event description:
It was reported that the ipg would no longer charger and was completely depleted after a cardioversion procedure. The patient attempted a four hour charging cycle, however, no charge was noted. The ipg was replaced and will be returned for analysis. The patient was doing well postoperatively.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the ipg would no longer charger and was completely depleted after a cardioversion procedure. The patient attempted a four hour charging cycle, however, no charge was noted. The ipg was replaced and will be returned for analysis. The patient was doing well postoperatively.